Manufacturer narrative:
The reported event of deformation during deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer occluder (9-pfo-030, 7369814) was selected for a procedure. When the product was opened, the left disc of the occluder expanded. During implantation, the shape of the occluder did not open well, and the left disc expanded in cobra shape. During the procedure the physician used a different occluder (9-pfo-030) the procedure was successfully completed with no patient effect.